Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The reporter stated that there were "several warnings of blockages" on (B)(6) 2016 that were ignored so the patient did not receive insulin. The type of warning messages on the infusion device were unknown. The patient's blood glucose result at the hospital was 355 mg/dl. The patient was administered insulin via IV at the hospital. The patient was hospitalized until (B)(6) 2016. Return of the suspect device was requested for evaluation.